Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.0 cm abdominal aortic aneurysm. There was severe calcification at implant. It was reported that a follow up confirmed an unknown endoleak. An angiogram performed during the intervention to treat the unknown endoleak confirmed that it was a type iii separation from the main body and limb junction. A type ib endoleak was also observed in the left common iliac artery. The left internal iliac artery was embolized and another manufacturer¿s device was implanted inside the vessel at the junction site and a second device was implanted to extend to the external iliac artery. This reportedly resolved the endoleak. It was then reported that a type IV endoleak was observed. Two more devices from another manufacturer were implanted into the main body using the kissing balloon technique and the type IV was also resolved. The physician believed that all events had resolved and no additional treatment was required. The physician stated that the cause of the events related to the main body were related to the device. The physician further stated that the event involving the endurant limb was due to a short landing zone and calcification. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that during the index procedure, a proximal type I endoleak was observed. The physician ele cted to treat the patient by implanting another manufacturer's aortic cuff. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of an irregular aortic neck and proximal aortic neck length. After the implant of another manufacturer's aortic cuff, the event was resolved. Film review the exact cause and source of the endoleak(s) seen 2 weeks post-implant could not be determined from the films provided. Films during implant and CT¿s post-implant showing the reported unknown endoleak were not provided; these films would have been helpful in determining root cause of the endoleaks. Pre-implant CT¿s revealed that the patient had a proximal neck diameter that ranged from 16 ¿ 19mm and was severely angulated. An accessory right renal artery (2.6mm lumen diameter) was seen ~20mm below the main right renal, and a left accessory renal artery (3.3mm lumen diameter) was seen ~30mm below the main left renal artery. Angiograms returned during the intervention at 2 weeks confirmed a likely distal type I endoleak from the left/contra limb. It is possible that this was caused by implanting within the short, tapered, and calcified left iliac artery. The endoleak reported as a type iii separation between the main body and limb junction appears unlikely as there was adequate junctional overlap of ~3cm within the gate. Angiograms while injecting within the aortic body showed additional contrast along the right side of the contra limb. The strongest locations of contrast appeared to be between the level of the flow divider and the bottom of the aortic cuff, and from just below the level of the gate ring; locations that were only 1 layer of stent graft fabric. It is also possible that the contrast seen along the gate may be the same contrast from the distal type I endoleak, or from a type ii or type IV, but unlikely a type iii junctional. After implanting the limbs into the contra gate and resolution of the type I distal endoleak, the contrast seen just below the gate ring appeared to have resolved, with nearly complete resolution of the previously seen contrast near the gate. After two other manufacturer¿s stent grafts were then seen simultaneously deployed into each limb, from the mid-length of the aortic body to ~2cm below the level of the gate ring, and final angio showed a slight amount of contrast above the flow divider along the right/outer curvature. However, inconclusive if this was a stent graft endoleak or from a vessel (possible type ii). Although unlikely, the endoleak seen near the flow divider and below the gate ring may have been a late type IV endoleak caused by fabric porosity. The endoleak appeared to be coming from locations that were comprised of one fabric layer, and therefore more susceptible to a type IV. However, this would be an unusual event since occurred at 2 week¿s post-implant. Other factors such as heparin dose or a patient¿s blood coagulability may have contributed to this potential late type IV endoleak. It is also possible that the contrast seen near the flow divider was a type ii due to accessory renal arteries or a lumbar. The exact cause of the proximal type I endoleak reported at implant also co uld not be determined. Oversizing (44%) of the 23mm bifurcate within the 16 ¿ 19mm diameter neck, which was conical and severely angulated, may have contributed to the proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.